Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed a hypotube separation 43.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. The lesion was situated in the right coronary artery (rca). The angiogram showed 90% of stenosis. A maverick 2 balloon 2.5x15mm was inserted to pre-dilate the lesion. During advancement, the shaft fractured. The device was removed with the guiding catheter. Another same balloon was successfully used to complete the procedure. The patient remained stable and no complication has been reported.

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. The lesion was situated in the right coronary artery (rca). The angiogram showed 90% of stenosis. A maverick 2 balloon 2.5x15mm was inserted to pre-dilate the lesion. During advancement, the shaft fractured. The device was removed with the guiding catheter. Another same balloon was successfully used to complete the procedure. The patient remained stable and no complication has been reported.